Event description:
It was reported that the patient was admitted to the hospital for spinal surgeries. The surgeries consisted of posterior, bilateral- posterolateral, multilevel fusion using autograft, allograft and rhbmp-2/acs. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but was not limited to, the need for additional surgery and painful medical treatment. Allegedly, the patient developed severe pain caused by the ectopic bone formation, nerve impingement, and nerve damage.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2011: patient presented with preoperative diagnosis of pseudoarthrosis of posterolateral fusion at l4-l5 and l5-s1 and princi pal procedures performed were anterior arthrodesis l4-l5 and l5-s1 with cage instrumentation at l5-s1 and cage instrumentation at l4-l5 using rhbmp-2 bone morphogenic protein and 1 x 4 mm allograft chips and secondary procedures performed were hardware revision: a) part a: posterior approach and removal of set screws and rods bilatrerally ,l4-l5, s1 followed by wound closure. B) part b: instrumentation with peek rods at l4-l5, s1 with revision of screws to the larger size. Per operative report "...surgeon decided to select 14 x 23 cages and put in the double barrel drill tube. He then reamed with the appropriate reamer under fluoroscopic control placed the dummy in on the right side while he reamed on the left side and then placed the 2 - 14 x 23 cages in under fluoroscopic control making sure that they were parallel with the long axis of the spine. Surgeon then curettaged through the fenestrated area of the cages and placed rhbmp-2/acs sponges in the cages and between the cages and then out laterally on the right side as well as one sponge anteriorly for a total of 6 sponges. Surgeon then moved to l4-l5 segment. An 8 x 22 cage was selected. About two thirds of an rhbmp-2/acs sponge was placed inside the cage and inserted it on the right side. Then a 10 x22 cage is selected and inserted about one rhbmp-2/acs sponge in the cage and tapped it into position on the left side. Between the two cages, we filled them with rhbmp-2/acs spo nges and 1 x 4 mm allograft chips."patient's post-operative diagnosis: of pseudoarthrosis of posterolateral fusion at l4-l5 and l5-s1 with evidence psuedarthrosis at l5 -s1 and undetermined pseudarthrosis at l4-l5.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.